Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that their insulin pump sensor alarmed lost sensor. The customer's blood glucose reading was unknown at the time of incident. The customer indicated that the sensor has come out of the skin and the sensor cannot be seen in the skin. Customer was advised to monitor the current sensor and to call back if any further issues.